Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that he feels well and requires no medical attention. The customer's expected blood results are 120-135 mg/dl fasting. Verified the strips expired 9/30/2017. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Customer performed a back to back blood test and obtained 386 mg/dl and 356 mg/dl fasting. Reviewed meter memory (B)(6). Memory concerns: 328 mg/dl.